Event description:
It was reported that a 53-year-old female patient underwent revision breast augmentation with 475cc mentor smooth round moderate profile and experienced left side deflation postoperatively; diagnosed after consultation with the healthcare professional over phone. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 8, 2023. The investigation of the impacted product was completed by the failure analysis lab on february 16, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant had two (2) tears on the posterior view, tear a measuring 0.5 cm, and tear b, within a crease/fold on the same view, measuring 0.2 cm. In addition, a missing material was found extending from the posterior view to the anterior view measuring 1.0 cm x 1.2 cm. A microscopic examination was performed on the edges of tear and the missing material, and parallel striations were found in the whole area of tear a. Parallel striations are consistent with markings made by a sharp object perforating the implant shell, which was consistent with the information provided which specify that the implant was damaged during the explantation. The cause of the missing material could not be identified. Therefore, a thickness measurement was conducted on the shell at the missing material, and the thickness was within manufacturing specifications. The evaluation determined that the cause of tear (b) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Although no conclusion could be reached on the cause of the missing material, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 24, 2023, mentor became aware that the patient underwent bilateral replacement surgery with catalog number 3501670; serial number (B)(6) on the left side, and catalog number 3501670; serial number (B)(6) on the right side on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 15, 2022, mentor became aware that the patient is caucasian. Ethnicity and race under fields a5 and a6 have been updated to "not hispanic/latino" and "white" respectively. Mentor also became aware that the date of surgery is (B)(6) 2023. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date is (B)(6) 2023. Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left deflation since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).